Event description:
Biomed called and stated the technician was sitting on a stool which was placed on the walking belt of the treadmill while performing a drug study on a patient who was lying on a nearby bed. He reported the treadmill started on its own. The technician was thrown off the treadmill and went to patient services to be checked out; the next day, she reported she was ok.

Manufacturer narrative:
Field service engineer was dispatched to site. The investigation found one broken and one missing standoff screw on the treadmill control connector in the power panel on the side of the treadmill. As a result of the loose and missing standoff screws, the connector was able to pull out about 3/8" and contact a metal plate causing the drive motor to start unexpectedly. The field service engineer replaced the missing standoff and holding screw and retightened the loose one. He verified proper operation and performed a treadmill calibration. According to our records going back to november 2003, this treadmill has not been serviced or maintained by authorized cardiac science service personnel.